Event description:
It was reported that the patient was experiencing tingling and burning sensation down both legs and tailbone. The patient underwent an implantable pulse generator (ipg) replacement procedure. The patient was doing well postoperatively. The explanted device was kept by the facility.